Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the information reviewed, the reported tissue damage was caused by procedural conditions. The reported patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage, surgical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first xtr clip (91207u248) was successfully deployed. Then a second xtr clip delivery system (cds 91216u111) was advanced to the mitral valve; however, when grasping the leaflets, the posterior leaflet tore. The cds was removed with the clip attached. The patient remained hospitalized to surgically treat the leaflet tear. One clip was implanted, and mr is 3-4. There were no clinically significant delay in the procedure. No additional information was provided.